Manufacturer narrative:
Follow-up #1: date of submission 4/8/15. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment threads damaged. Battery compartment cracks observed in thread area and below grip pad no evidence of short battery life observed in black box. Black box shows no extended delays in basal deliveries. Reviewed tdd history, tdd equals programmed basal deliveries. Current draws within specifications. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump has a power/ battery life issue and the patient had a blood glucose of 378 mg/dl with polydipsia and polyuria. During troubleshooting, customer support found that there was a crack in the battery compartment and the pump history indicated that the battery life is less than expected. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.